Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as onset, the patient began treatment for the peritonitis with (injection) vanlid (1gm, ip, stat [right away) and inj tazopip (4.5, IV [intravenous] bd [twice daily]). At the time of this report, both treatments were ongoing. One day after onset, the patient was admitted to the hospital for the peritonitis event. The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.